Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move and needle pain on lot # 9196222. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9196222. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 1.0ml 31ga 6mm experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no. 324912 batch no. 9196222. Verbatim: spouse of consumer reported plunger rod difficult to move during injection and causes pain when injecting due to using pressure to depress the plunger rod. Consumer does not re-use. Previous complaint with same issue was reported in (B)(6) 2020. Consumer refused mail kit, said she will not be sending anymore samples. Lot #: 9196222, catalog #: 324912, date of event: unknown.